Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, date rec¿d by MFR, PMA/510k, if follow-up, what type, and device evaluated by MFR based on the results of investigation. Reported event: an event regarding inaccurate alignment to the distal cut during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with the rio used in the reported event could not be completed because the robot serial number was not reported. Complaint history: based on the device identification (pn: 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding grossly inaccurate cut alignment on the distal cut. There were no other similar reported events for the listed catalog number. Conclusion: session and log files for the reported event were reviewed. Areas of investigation included the data at this time shows that the mako system functioned within specifications. No system defect or malfunction is suspected. The reported event is a result of the sheared pin on the base array. Both pins on the base array are required for proper fixation to the fisso arm of the robot. If the array is not properly fixated, vibrations in the arm during cutting can cause the array to shift. The missing pin on the base array allows the base array to shift during the procedure, resulting in changed relative positioning of the robot and inaccurate alignment to the distal cut.

Event description:
We made our way to bone resection. We cut all of our straight cuts first with no issues. Went to cut the posterior chamfer and the arm aligned and was showing the cut to be proud of the bone. We reregistered the robot and redid our checkpoint and tried to do our distal cut next so we could get a cutting block on if needed. The distal cut then showed to be taking a lot more bone then planned. Dr. (B)(6) measured with a ruler and it showed to be taking 16mm off of the distal femur when we planned to take 8mm. We tried reregistering again as well as resetting cutter( I was told that this may help) but nothing worked. He then proceeded to finish the case manually. There was patient involvement since this happened when making our cuts and ha had to put an im rod down to get his distal cut. He said that when making his 4-1 block cuts it shaved off bone on each cut since he could not match the flexion of the component that robot had made on the femoral component. Patient initials (B)(6). About at 20 min delay since he had to go back and use other instrumentation.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We made our way to bone resection. We cut all of our straight cuts first with no issues. Went to cut the posterior chamfer and the arm aligned and was showing the cut to be proud of the bone. We reregistered the robot and redid our checkpoint and tried to do our distal cut next so we could get a cutting block on if needed. The distal cut then showed to be taking a lot more bone then planned. Doctor (B)(6) measured with a ruler and it showed to be taking 16mm off of the distal femur when we planned to take 8mm. We tried reregistering again as well as resetting cutter (I was told that this may help) but nothing worked. He then proceeded to finish the case manually. There was patient involvement since this happened when making our cuts and ha had to put an im rod down to get his distal cut. He said that when making his 4-1 block cuts it shaved off bone on each cut since he could not match the flexion of the component that robot had made on the femoral component. Patient initials (B)(6). About at 20 min delay since he had to go back and use other instrumentation.